Manufacturer narrative:
This is now reportable. During returned device evaluation, a reportable malfunction was discovered. Complaint confirmed. One unpackaged ar-8400ctd curved torpedo (labeled with component batch 47681949) was received for investigation. Visual inspection identified that the distal end of the inner tube was not present within the returned ar-8400ctd. This would account for the lack of functionality observed during use. Additionally, breakage was noticed along the inner diameter of the outer tube window. No fragments were returned for analysis. No further issues were observed. Material analysis of the ar-8400ctd identified that the outer tube met all as-received specifications. As such, this event is most likely the result of user applied mechanical forces during use, such as through prying/leveraging against bone and/or hard tissue.

Event description:
It was reported that the device doesn`t work anymore. There was no harm or adverse event for patient, operator or third party reported. The ask surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery. This is now reportable. During returned device evaluation, a reportable malfunction was discovered.